Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) separated from the hub. The following information was provided by the initial reporter: "when removing the catheter (needle) cover, the catheter with the cover was separated from the hub."

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 0016699 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the catheter adapter was incorrectly oriented and lodged inside the needle cover. No other damage was observed to the components. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) separated from the hub. The following information was provided by the initial reporter: "when removing the catherer (needle) cover, the catheter with the cover was separated from the hub."